Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service technician was able to duplicate the customer reported event. The service technician reported the device went vent inop at startup. The service technician replaced the blower motor controller pcb board, blower, sensor pcb board and power supply to address the reported problem. Performance verification testing was completed on the ventilator and tests passed per operating specifications.